Manufacturer narrative:
Block b3: exact date unknown, event occurred for years.

Event description:
It was reported that the patient underwent a revision procedure where a paddle lead was added due to unknown reason. Additional information was received that the reason for the lead addition was due to the patient having cervical pain as well as lumbar pain. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent a revision procedure where a paddle lead was added due to unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.